Event description:
The pt developed an acute thrombosis of a coronary artery during a cardiac catheterization immediately following deployment of a cypher stent. Immediate intervention to resolve the occlusion from the thrombosis was required. Anticoagulant therapy with multiple agents preprocedure. Cardiac catheterization with angioplasty and multiple stent insertions during procedure prior to the subject/reported cypher stent.